Event description:
It was reported that during set up for npwt the pico 7 10cm x 20cm presented crash with all lights on when the batteries were placed in the device. The batteries were removed for verification, but the device did not work. The treatment continue the day after the event with a smith and nephew back up device. No patient injuries reported.

Manufacturer narrative:
H3, h6: we have now concluded our investigation into the complaint reported. The device used in treatment has not been returned, the supplied photos have been reviewed, establishing a relationship with the reported event, all indicator lights were illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.